Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was labeled incorrectly the following information was received by the initial reporter with the following verbatim customer states they have 2 items of 11532269; lot number 24115058 and 1 package has that it is behp free and the other package states that it has behp in it. They have pictures they are going to send to product complaints and they will reference this case number. Not sure if they were used on patients so they are not sure if there is any patient harm. Occurrence date: (B)(6) 2025.

Manufacturer narrative:
The customer reported two labels of the same sku, 11532269, lot 24115058, had different markings regarding dehp, and returned a photo. Upon initial visual examination, the photo verified the complaint of mislabel. The manufacturing plant could not find trace the root cause for the labeling issue to be related to the manufacturing process. The wrong insert, the one without dehp listed, was obsoleted and last used sep. 11th 2024. There is no saleable lots using this insert released after this date, and the lot reported was manufactured nov. 8th 2024. Therefore, the incorrect insert cannot be traced to the manufacturing process. In addition, the lot number reported was not sold directly to the customer by bd, and a third party was used. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.